Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device ¿sputtered and was not running smoothly¿. The reporter indicated that there was less than a 5 minute delay in the surgical procedure to obtain a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4). Evaluated the device and observed that the device was sputtering and then stopped causing the console to display e8 error. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal use and servicing over time.